Manufacturer narrative:
Date of event,implant date: estimated. The UDI# is unknown because the part and lot numbers were not provided. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and similar incident query for this product were not performed as the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however, difficulty to remove may be attributed to several factors including, but not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter, and accumulation of blood or contrast. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional skypoint device referenced is filed under separate medwatch report number.

Event description:
It was reported as a general statement from the physician that a few xience skypoint stents were implanted. During delivery catheter removal, the balloons had become stuck on the implanted stent and were difficult to remove. Despite this difficulty, the delivery systems were able to be removed without intervention reported. There was no issue with the implanted stent reported, no device malfunction, and no adverse patient sequela noted by the physician. No additional information was provided regarding this issue.